Event description:
The customer reported false positive antibody screening tests with cell #3 of biotestcell p3. The customer has neither returned the supposedly defective product nor the samples that had caused false positive test results. Therefore our qc lab tested the retained biotestcell p3 sample with positive and negative control and 26 negative plasma units. All positive and negative reactions were correct. We did not observe any false positive reactions, only occasionally a haze surrounding of the cell buttons would appear on negative results. Testing by our qc lab confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.